Event description:
It was reported that the customer was hospitalized due a stomach virus that led to diabetic ketoacidosis, with a blood glucose over 600 mg/dl. The customer's mother stated that prior to the event, the customer had been receiving motor error alarms every other day, mostly when she was sitting down. Troubleshooting was done and leaks were found in the tubing during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.